Event description:
Medtronic reduction screw inserted into spine vertebral body to complete a lumbar fusion. The clip on the screw is designed to be removed once screw is set into position. One screw out of 4 used had a clip fail to remove and was thus retained in the patient leading to continued pain. This was discovered at a routine office visit 1 month post-op by a routine x-ray on (B)(6) 2025. Patient will return to the or to have it removed.